Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured at 4.5-7 atm /16.5-18mm (diameter). The procedure was completed with the original device at this time. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilation procedure performed on (B)(6) 2022 during the procedure, it was noted that the balloon ruptured at 4.5-7 atm /16.5-18mm (diameter). The procedure was completed with the original device at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed and a visual and microscopic examination of the device found that the balloon was torn longitudinally. No damage was found on the catheter of the device. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical affairs. These factors and interactions could influence the damage found in the balloon and caused the balloon to be torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.